Event description:
I am submitting this report as a "serious injury" due to the outcome after failure of the device. Please see event description noted below. Manifold on this cvicu (cardiovascular intensive care unit) patient was found to have a leak by the primary rn (registered nurse). All vasoactive and titratable medications were infusing through this port, which may have affected the doses and correct quantities of each medication going to the patient. The patient¿s bp (blood pressure) dropped significantly at this time as the patient was on high doses of multiple drips. He went into v-fib (ventricular fibrillation) within 15-20 minutes of this incident. Defective manifold likely could have contributed to the code. Lot number is not known.